Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) has completed their investigation. Fa found the primary failure of dislodged conductor wire to be related to the customer reported complaint. The instrument was found to have a segment of the conductor wire dislodged from the conductor cap and it was exposed on the outside of the yaw pulley. The instrument passed the electrical continuity test and there was no thermal damage. The instrument was found to have damaged insulation on the conductor wire. Root cause of this failure is attributed to a component failure. The instrument was found to have a broken conductor cap. Root cause of this failure is attributed to mishandling. The conductor wire cap was not properly seated within the distal clevis as the hook moves in the yaw. Root cause of this failure is attributed to a component failure. A review of the instrument log of the permanent cautery hook part# 420183-12/ lot# n1180222-697 associated with this event has been performed. Per logs, the instrument was last used on (B)(6) 2020 on system (B)(4). The alleged event occurred on the 5th use of the instrument. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or video clip for the reported event were available for review. Based on the information provided at this time, this complaint is being reported because the permanent cautery hook instrument had damaged conductor wire insulation, which could lead to inadvertent energy transmission to tissue other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, a permanent cautery hook instrument was prematurely out of lives and had a loose cable. The procedure was completed. Intuitive surgical, inc. (Isi) contacted the original reporter and was able to obtain the following information about the complaint: she was not in the case, so she only knew what the surgical team told her. She was told the issue was premature device use expiration and a loose cable, but no further details about the event were available. Additionally, no patient-related information was available.